Event description:
It was reported that this right atrial (ra) lead had exhibited burning sensation under rib cage and pain. No additional adverse patient effects were reported. This ra lead remains in service.